Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 294 mg/dl and 148 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.